Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted and replaced, date unknown.

Event description:
It was reported that stored egms revealed episodes of double counting and noise. The physician increased the detection interval. However, lead damage was suspected.